Manufacturer narrative:
(B)(6). Device manufacture date: the device manufacture date is unavailable.as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 4 of 5 for the same event. It was reported from (B)(6) that during a calcaneal osteotomy surgical procedure it was observed that the small battery drive device stopped working when the batteries stopped working. It was reported that a spare battery power line (bpl) handpiece device was used to continue the procedure, as the small battery drive device could not be used anymore. A universal attachment device was used since an adapter (attachment device) was not available for the guidewire device, and due to the battery power line having greater power and the attachment device not being indicated for the guidewire device, the guidewire fractured. It was reported that the event occurred when the physician was introducing a guidewire for placement of a cannulated screw. According to the reporter, all the fragments were successfully removed intra-operatively which led to a two hour delay in the surgical procedure. It was reported that no fragments remained inside the patient. The reporter stated that there were no alleged malfunctions against the small battery drive device or the universal battery charger device. The issue was only with the battery devices. According to the reporter, the two battery devices did not display any error messages during charging. There was patient involvement reported. There was no other medical intervention required and the procedure was completed successfully. There was no user harm and no adverse effect to the patient. The status of the patient was "ok". All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.